Event description:
An effusion was observed during a left atrial procedure. Access to the left atrium was obtained with a single manual transseptal punctures. The artisan catheter was advanced manually through the puncture and a circular mapping catheter was advanced through the same puncture over a wire. Mapping of the left atrium and wide circle ablation of the pulmonary veins was begun. Due to pt, anatomy artisan catheter was removed and manual ablation catheter advanced into left atrium. Blood pressure started to drop about 10 minutes later. Pericardial effusion was noted with ultrasound and a pericardiocentesis was performed. The pt recovered with no further sequelae. Attending physician is uncertain what caused the effusion. There was no malfunction of the device.

Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device.